Manufacturer narrative:
Product eval: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Root cause: no lot/serial number or sample was returned by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Add'l info was requested on 01/07/2011, 01/18/2011, and 01/20/200 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).

Event description:
A surgeon reported two pts with refractive surprises following intraocular lens (iol) implant procedures. The cause of the refractive surprises are unk, but the surgeon is not blaming the iols. Add'l info has been requested. There are two medical device reports associated with this event. This report is for the first pt.